Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4). The event is currently under investigation.

Event description:
The urologist was using a lithotripter to break up a kidney stone in a (B)(6) female patient. When the urologist got into the proximity of the amplatz ultra-stiff support wire, the device began scoring the open ended catheter in the renal pelvis, and chipping coating off of the amplatz ultra-stiff support wire. Fragments of the wire coating were left in patient. According to the reporter, there was no issue in regards to the device functioning as intended and the completion of the case. Small pieces of the outside coating of the wire were left in patient, with the expectation that they will clear the collecting system during normal urinary tract function. Additional information has been requested, however it was not available at the time of this report.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, manufacturing instructions, specifications and a visual inspection of the returned device were conducted during the investigation. The product was returned in an open and used condition. Visual examination of the returned device confirmed small amounts of the ptfe coating missing. The wire guide is visually inspected 100% to verifying the coated surface is free of defects and is smooth without runs, peeling or flaking. There is no evidence to suggest the product was not manufactured to current specifications. We will continue to monitor for similar complaints have notified the appropriate internal personnel of this event.

Event description:
The urologist was using a lithotripter to break up a kidney stone in a (B)(6) female patient. When the urologist got into the proximity of the amplatz ultra-stiff support wire, the device began scoring the open ended catheter in the renal pelvis and chipping coating off of the amplatz ultra-stiff support wire. Fragments of the wire coating were left in the patient.. According to the reporter, there was no issue in regards to the device functioning as intended and the completion of the case. Small pieces of the outside coating of the wire were left in patient, with the expectation that they will clear the collecting system during normal urinary tract function. Additional information has been requested, however it was not available at the time of this report.